Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) may have shown premature battery depletion. The ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met <(><<)>insert actual percentage from analysis review>% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was further reported that the ICD was later explanted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri52 lead, implanted: (B)(6) 2012. (B)(4).